Manufacturer narrative:
H3: analysis of the product ID 97755 serial# (B)(6), revealed antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that off and on for quite some time, the patient has been having issues charging their implanted neurostimulator. Caller stated that the patient will be able to start charging with excellent quality but after a few minutes the message system problem rm03 will come up. Caller added that now the message happens all the time and the patient never gets more than 40% implant charge before the message comes up. Agent had caller examine the equipment for damage; caller confirmed no visible damage but stated the recharger paddle gets really hot. No pt harm reported. Agent recommended to monitor implant charging with replacement recharger and call back if issue does not resolve. The issue was not resolved. A replacement recharger was sent out.